Event description:
It was reported by the customer biomed that the device speaker was not functional. There was a loudspeaker error message, and the speaker was not producing sound. The device was in clinical use monitoring a patient at time the issue was discovered.there was no adverse event or patient harm reported.